Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
An olympus sales employee reported on behalf of a customer, the single use distal cover fell off the tjf-q190v scope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The patient had a bill roth ii procedure done prior. The surgeon used an axios stent to bridge the two sections from the stomach to get to the duodenum to complete the ercp. After the procedure, the staff believed the cap came off when pulling the scope back through the axios stent in the stomach. The axios stent came out when pulling the scope back into the stomach and it also believed the cap came off at that point as well. The patient coughed up the subject device while in the post-anesthesia care unit (pacu). There was no medical intervention required to retrieve the tip or patient harm associated with this event. It is unknown if the retrieved distal cover was damaged. There was no anti-fog agent used. It was confirmed that there was no damage to the distal cover attached to the scope in the pre-use inspection. The customer checked before use to make sure the distal cover attached to the scope would not come off by pulling or twisting. It is unknown whether the distal cover was pushed all the way through the opening of the distal cover until the protruding part of the scope was visible. Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device was not returned to olympus for evaluation; therefore, the allegation could not be confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. It was not possible to identify the cause of the falling off the distal cover. It is presumed that the detachment of the distal cover that occurred was caused by the following handling by the user: -the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. -the instruction manual describes insufficient attachment as a handling factor that causes the distal cover to come off. However, since the item that fell off has not been returned and it is unknown whether the item retrieved from the patient was damaged, it is not possible to confirm how the distal cover was attached at the time of the complaint. The parts supplier performed a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads were applied to the distal cover to confirm that there was no damage such as tearing or chipping, displacement of the attachment position, or drop off. The instruction manual for new design provides the following: ¿-see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.